Event description:
It was reported that during a low anterior resection procedure, the stapler did not put the staples. There were only a few staples in the stapler initially. Instead of a lar, unscheduled colostomy. One device will be returned.